Event description:
Reporter indicated that following a generator replacement, high lead impedance was obtained on intraoperative diagnostic testing. Entire system was then replaced, with subsequent diagnostic testing yielding results within normal limits. The explanted lead was returned to MFR in two pieces for analysis. The electrode portion of the lead was not returned for analysis, so a complete analysis on the lead could not be performed. No anomalies were found during the product analysis on the returned portions of the lead.

Manufacturer narrative:
No anomalies were identified with the returned portions of the lead. Device failure is suspected, but did not cause or contribute to a death or serious injury.